Event description:
It was reported that while operating theatre the md inserted the intra-aortic balloon (iab) via the pt's right femoral artery using a sheath. Relevant medical history / diagnosis / medications: avr (aortic valve replacement) and CABG (coronary artery bypass graft) - 2 grafts. The pt was transferred to the cardiac care unit (ccu) at 12:00pm and at 2:00pm the pump (serial # (B)(4)) began to alarm "high pressure." No obvious cause for the high pressure alarms was ascertained and therefore the pump was initiated again. For the next 10 mins the pump continued to alarm "high pressure." Blood was noticed in the tubing and the pump was stopped and the iab was removed. The pt was stable at this time and another iab was not inserted. There was no reported pt death, injury or complications. Medical / surgical intervention was not required. The iab was removed with the sheath as one unit. The pt outcome is listed as stable in the intensive care unit (ICU).

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.